Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain and complex regular pain syndrome type I. The patient reported having no foot pain relief and unwanted discomfort/jolting in their abdomen and back. There were no environmental/external/patient factors that may have led to the issue. The rep attempted reprogramming and an x-ray was taken which showed lead migrations cephalad. The rep would further reprogram and attempted a new high definition (hd) program. The rep would assess the relief after 1 week. It was unknown if the issue was resolved at the time of the report, but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260 serial# (B)(4) implanted: (B)(6)2017 product type lead correction: device code: (B)(4) does not apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that they had no new information at this time regarding the possible infection status or of a new implant. It was reported that the patient's device would not be returned it was discarded. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4) no longer applicable to event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the patient was not infected. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the rep attempted reprogramming to fix the stimulation, but they were unsuccessful. The patient was scheduled for a lead revision on (B)(6) 2017. Upon opening the battery pocket, the healthcare provider (hcp) noticed a brownish/beige drainage in the pocket. The hcp was concerned about a possible infection. A sample was sent to labs and the results of the tests were unavailable. The hcp elected to explant the entire system. It was noted the hcp would assess the possibility of re-implanting once the possible infection/pocket issue was healed. No further complications were reported.